Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the yellow liquid likely occurred from incorrect reprocessing and/or user handling. The specific root cause of this event could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
As reported, the user facility tried to use jf-260v, which had been reprocessed after a case on the previous day and stored in the storage. It was found that yellow liquid was dripping from the channel on the next morning. The scope was not used in subsequent cases and was reprocessed again. The cs staff reconfirmed the reprocess method, but could not confirm that it deviated from IFU (instruction for use). There was no patient harm or injury reported due to the event.